Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in the emergency room after receiving a vibratory alert that was detected on (B)(6) 2019. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Procedure was completed without any complications and patient was discharged the same day.

Manufacturer narrative:
The battery performance alert (bpa) was verified in the laboratory. However, further investigation, noted that the bpa was falsely triggered since the data required for the bpa calculation was lost during the reset and firmware reload process. Device interrogation indicated that the device was above the elective replacement indicator (eri) when received. A longevity calculation was performed using the programmed settings and the usage data. The calculations results indicated the battery depletion was normal. No anomaly was detected.